Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had issues with the sensor. Customer's blood glucose level was 416 mg/dl but his sensor glucose reading was 256 mg/dl. The customer was going to treat his blood glucose level with a bolus. The device was not returned.